Event description:
Boston scientific received info that this pt was seen in the clinic for a device check as their subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Upon interrogation, a red screen appeared. A summary report was printed which revealed a battery depletion (bd) error. The battery remaining was at 13%. Device data was later reviewed by boston scientific engineering and it was confirmed this was an unintended bd error. The device has been emitting beep tones since the bd error occurred and this affected the battery longevity, giving an estimated longevity remaining of 6 to 8 months. Our records show the pt was lost to follow-up since (B)(6) 2012, which was the last time the device was interrogated before this recent device check. This issue was previously corrected with a software upgrade. Since the pt had been lost to follow-up, they did not receive the software upgrade to mitigate this issue. No adverse pt effects were reported. The device remains in service at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Additional information that the pt was seen for a device evaluation. The programmer tablets were already updated with the most recent software; however since the battery is at elective replacement indicator (eri), the programmer is unable to update the device to the most recent software. It was also noted that device therapy was disabled. Based on a review of the programmer log-files, the therapy was intentionally turned off. The device did perform a normal capacitor reformation (B)(6) 2015. During the most recent capacitor reformation, the process was unable to complete and a charge time error occured when this was attempted. If therapy was required, it may not be available since the device took longer than 43 seconds during the attempted charge. Based on the status of eri, the device will not have the three month, six shock availability based on the recent charge time data. The device is expected to be replaced very soon. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information was received that another company field representative reported going to the pt's home later in the evening with another programmer (with the old software loaded) to program the pt's therapy back on as he was concerned the pt was without therapy. The device is still expected to be replaced, however the procedure has not been performed yet. When additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was explanted and returned. No additional adverse pt effects were reported. The device was returned and is currently undergoing laboratory analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eri battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and "arode" coming...

Event description:
Additional information that the pt was seen for a device evaluation. The programmer tablets were already updated with the most recent software; however since the battery is at elective replacement indication (eri), the programmer is unable to update the device to the most recent software. It was also noted that device therapy was disabled. Based on a review of the programmer log-files, the therapy was intentionally turned off. The device did perform a normal capacitor reformation on (B)(6) 2015. During the most recent capacitor reformation, the process was unable to complete and a charge time error occured when this was attempted. The therapy was required, it may not be available since the device took longer than 43 seconds during the attempted charge. Based on the status of eri, the device will not have the three month, six shock availability based on the recent charge time data. The device is expected to be replaced very soon.